Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient appeared to be infected and the surgeon chose to perform a single stage revision with dual set up and placement of resorbable antibiotic beads. Implants were not loose, however neither sleeve was ingrown further confirming presence of infection. Cement used was likely depuy 2 with gent but it was hospital owned so no record of quantity or lot info. (Some components were implanted on (B)(6) 2021 when a femoral side revision was performed. A der was submitted but I do not have a number.) There was no surgical delay. Doi: (B)(6) 2021, dor: (B)(6) 2022, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.